Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that a codman hakim programmable valve was implanted via a v-p shunt on an unknown date with unknown initial settings; however, "a little ud and setting could not be changed were observed." The device was explanted on (B)(6) 2020 and replaced with a new one.

Manufacturer narrative:
UDI #: (B)(4). The hakim valve was returned for evaluation: device history record - lot number 119386, conformed to the specifications when released to stock on 3 mar. 2017. 48 parts released to stock. Failure analysis - the valve was visually inspected; no defects were noted. The valve passed the test for programming, occlusion, leak, reflux and pressure. No root cause could be determined for the problem reported by the customer as the technician could not confirm any functional problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up that could interfere with the valve mechanism, but at the time of investigation no issues were noted.